Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the system had failed the imaging modalities test and the keyboard touch pad was not functioning correctly. The keyboard was replaced and the imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the keyboard on the system was unresponsive. The site connected another keyboard and it worked without issue. There was no patient involvement.

Manufacturer narrative:
The keyboard was returned to the manufacturer for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. All the keys responded to command correctly as expected. The mouse pad responded intermittently to movement commands. A faulty keyboard was found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the keyboard on the system was unresponsive. The site connected another keyboard and it worked without issue. There was no patient involvement.